Event description:
Additional information was received that the oversensing was due to fusion. It was also noted that no intervention has been completed and the patient will continue to be monitored.

Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwos) were observed on the device. Technical support was contacted. There was no intervention completed at this time. The patient was stable with no consequences.